Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that after the device ws inserted the physician stated that "something did not feel right". In the attempt to deploy the foot of the device, resistance was encountered. The physician reported that the resistance occurred during the attempt to move the lever up and then down. The device was removed with difficulty. Manual compression was used to achieve hemostasis and closure. Although requested, additional info has not been made available.